Event description:
The customer reported to olympus that the oes bronchofiberscope had air/water leakages. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the coating of the image guide serpentine was peeling off. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole on the bending section cover. In addition to the image guide serpentine peeling off due to deterioration, additional findings are as follows: adhesive on bending section cover had a chip; connecting tube had a wrinkle and dent; due to wear of angle wire, bending angle in up direction did not meet standard value; eyepiece had discoloration; and the universal cord had a dent. The following device components were found to have a scratch: eyepiece, control unit, scope cover, grip, up/down plate, angulation lever, universal cord, and light guide connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.